Event description:
The customer ran pre-use check on the ventilator, and it passed. Oxygen concentrated (fio2) was set to 40%, and measured value drifted to 21%. The oxygen gas module was replaced, and the ventilator operated normally after the replacement. No patient was connected.

Event description:
Reference number : lss - v05138